Event description:
It was reported that the carrier broke in the pt's neck and they had to make another incision. When removing the extension, the electrode was destroyed. Different extensions were used and everything was ok after that. Part of the carrier was saved. The pt was stitched up and surgery was completed. The pt's status was not known.

Manufacturer narrative:
(B)(4).